Event description:
A customer reported that during a procedure, the irrigation sleeve "bunched up" near the origin of the silicone sleeve while using a reusable "curved" I/a tip. The sleeve appeared intact. There was no harm to the pt. Add'l info has been requested.

Manufacturer narrative:
The customer did not retain a sample for this complaint report visual inspection or functional testing could not be conducted. The customer's complaint history was reviewed for the period of one year, this is one of two complaints reported for this issue. As the customer did not retain the finished goods lot number; DHR and lot history could not be reviewed. Without a sample, it is not possible to isolate the root cause. (B)(4).